Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced a seizure and loss of consciousness and was unable to self-treat. A non-healthcare professional (non-hcp) monitored the customer, "take everything to" them and applied cold presses on the neck, head and shoulders for treatment. There was no report of death or permanent impairment associated with this event.